Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo surgical intervention due to ipg migration.

Event description:
Upon further review and follow-up the patient underwent surgical intervention on (B)(6) 2017 to have her ipg sutured down to address the issue. The issue recurred over time. As a result, the patient's scs system was explanted. The explant and replacement of the patient's scs system was also reported under MFR. Report # 1627487-2017-05704 and 1627487-2017-07020. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing.